Manufacturer narrative:
The incidents occurred on an unreported dates in (B)(6) 2018. The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) units of one-link neutral luer activated devices disconnected from IV (intravenous) tubing sets. This was identified while in use on patients during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.